Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the ins voltage was low before service was started, at 3.1v. It was unknown if any external or environmental factors contributed to the issue. The ins was never implanted and a back-up ins was used. The issue was not resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated that the cause of the issue was not known.

Manufacturer narrative:
Analysis of the extension (B)(4) found that the stimulation body conductor was broken 2.5 centimeters from the distal end. (B)(4). Product analysis #702989427: analysis information -- (B)(6) 2019 10:08:08 cst pli# 10 product ID# 37603 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.